Event description:
100% paced patient - pacer stopped and patient asystole. Face on pacer blank. Turned back on, set to pace @ 80 bpm. Device paced for about 10 beats and then went blank again. New pacer placed on patient with no problems. Patient is ok.